Manufacturer narrative:
The distributor (an initial reporter) reported that the broken frame (ring) of the mesh of rebound hrd was explanted and the mesh was left inside so as to keep the hernia repaired.

Event description:
The patient complained of pain. It was reported that the frame (also known as a ring) of the mesh of the hernia repair device, rebound hrd, was broken.